Event description:
Pt was infusing tpn. The pump gave a malfunction #7, it means the pump motor is not matching the infusion rate. Pt stated everything was o.k. And came out to pick-up a new pump the next day.